Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01714. This report is being submitted as additional information. Approximate age of device- 2 years and 7 months. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events (including pump stops) and hazard alarms that were observed in the submitted log file. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stops and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the red wire contacted the braided shield while the patient was supported by the mobile power unit. It should be noted that the patient experienced additional pump stops on (B)(6) 2018 while supported by the mpu (investigated under cs-105558, per-2018-0111412). A transplant was ultimately performed by a different facility on (B)(6) 2018 and (B)(4) was returned under cs-105558. Based on past experience with the hmii lvas and similar reported events, the additional low speed events and pump stoppages that occurred while the patient was supported by the mpu could be indicative of further driveline (dl) damage. However, no additional damage was identified through the examination of pump-end segment of the patient's driveline. The implant kit was shipped with hm ii lvas IFU (document #106020-wcd, rev. C). Section 1 of this IFU provides information regarding pump speed, power, flow, and pi. Section 2 of this IFU outlines indications of driveline damage, as well as how to respond to such events no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s primary system controller produced an audible alarm with a red hazard visual while sleeping and connected to a mobile power unit (mpu). The alarm resolved spontaneously before the patient could connect to batteries. The patient developed symptoms of dizziness and palpitations at the time of the event. Upon device interrogation, a pump off alarm was observed on (B)(6) 2017 and a low speed advisory was observed on (B)(6) 2017. The customer reported that the patient¿s percutaneous lead (driveline) was visibly damaged near the distal end and was repaired with rescue tape by another facility. It was also reported that the silastic covering was torn in several places underneath. The patient¿s weight has fluctuated by approximately 15 pounds over the last year (generally weight gain). The patient was not aware of any specific torso movements that caused the alarm, and the customer was unable to recreate the alarm. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported pump stoppage on (B)(6) 2017 while the system was connected to the mpu. A low speed advisory on (B)(6) 2017 was also observed. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review showed a couple of areas of concern on the external portion of the driveline. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the system was connected to the power module using a regular grounded patient cable and the patient was observed. No additional information was provided.